Manufacturer narrative:
On (B)(6) 2019, the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unknown breast surgery with mentor memorygel 350cc silicone breast implants which the patient reported pain after implantation. Patient indicated that experiencing pain on both sides. The left side has some shooting pains the right side is higher and often a dull ache tightness in chest causing some breathing issues. She can't take a deep breath. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.